Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, and anxiety/recall.

Event description:
Patient reported unknown side "contracture" and "recall". Healthcare professional additionally reported left "radial folds", seroma and capsular contracture baker grade unknown. The device remains implanted.

Event description:
Healthcare professional updated, left capsular contracture to baker grade IV.